Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the right ventricular lead exhibited high capture thresholds and decreased r-waves. The patient was asymptomatic. During the revision procedure, the lead could not be repositioned as the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.